Event description:
This is a case report received on (B)(4) 2012 by baxter (B)(4) from the nurse. It was reported to baxter clinical coordinator that the patient (born in 1934) experienced peritonitis due to break in aseptic technique. On an unreported date, the patient began apd therapy. On (B)(6) 2012, the patient was switched to capd therapy. On an unreported date, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012 for this event. On the same day, extraneal therapy was temporarily withdrawn and the patient was treated with antibiotics. The patient continued capd therapy with physioneal only. As of (B)(6) 2012, the patient remained hospitalized for the peritonitis and capd therapy was ongoing. The nurse did not think the peritonitis was caused by the used pd solutions or medical devices. She thinks that the cause of peritonitis was due to break in aseptic technique.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available